Manufacturer narrative:
The product was not returned for evaluation. Without evaluating the device, we are unable to confirm the reported bent cannula or determine whether it contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
Patient's mother reported that her daughter's blood glucose (bg) levels reached 16.8 mmol/l (303 mg/dl) while wearing the pod for over 48 hours on the hip/buttocks. The patient's bg levels increased overnight, into the early hours of the morning. The patient also started to feel sick and vomited. This prompted a pod change. When the pod was removed, it was noted that the cannula appeared bent. After applying a new pod, the patient's bg levels began to decrease. Pod lot information was not provided.